Event description:
It was reported the patient presented for a pump refill. The pump was interrogated and the healthcare professional (hcp) identified a motor stall, recovery and another stall. A tube set message was also noted and an alarm was reported. The hcp attempted a manual bolus, but it would not go through. The patient had underdose symptoms, increased pain, diarrhea, restless leg, chills, vomiting and sudden loss of therapy. The pump was replaced and the patient recovered without permanent impairment. The patient was not in an MRI nor any other magnetic field to cause the stalls. The pump was used to deliver fentanyl and morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11274r38, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed gear train anomalies, specified as corrosion and/or wear and/or lubrication and a stall due to sha ft-bearing.